Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 7, 2025. The device, previously unknown, was obtained with receipt of the device. The device is a mentor smooth round high profile 420cc saline prosthesis, lot #5820931, catalog #3503420. A manufacturing record evaluation was performed for the finished device lot 5820931, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The investigation of the returned device was completed by the failure analysis lab on october 13, 2025. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. D4: UDI: as the device information was not provided, the UDI is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a primary breast augmentation with two unspecified smooth saline breast prostheses and experienced bilateral capsular contracture (baker grade 4) post-operatively. The patient had scar tissue and hardening on the breast along with grade two mild skin laxity. As a result, the patient underwent explantation on (B)(6) 2025 and replaced with two 460cc mentor smooth round high profile saline breast prostheses (catalog number 3503460) with lot number 2062611. This report is for the right-side device.